Manufacturer narrative:
It was reported that the hospital it department identified the wannacry virus on one of the computer for pre-op planning owned by this hospital. No log files from the subject event or the subject computer for pre-op planning were available for investigation. A review of the IFU confirmed that it provides the necessary instructions to avoid a virus infection from an external source. However, not enough evidence are provided to determine the origin of the virus arrival on this occasion. Event summary, device history record review and complaint history review did not identify contributing factors. It was confirmed that the hospital it removed the virus from the computer for pre-op planning.

Event description:
It was reported by the hospital that the it department had identified the wannacry virus on the surgeon's planning station. The planning station and secondary planning station have been quarantined until the virus is removed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported by the hospital that the it department had identified the wannacry virus on the surgeon's planning station. The planning station and secondary planning station have been quarantined until the virus is removed.